Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the index procedure, the final angiogram showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Remains implanted.